Manufacturer narrative:
Procode: fge catheter, biliary, diagnostic.

Event description:
Thapa 2020, cotton-leung biliary stent - "endoscopic or conservative management of iatrogenic duodenal perforations caused by long plastic biliary stent distal migration." Patient 4: a (B)(6)-year-old man with a history of plastic biliary stent placement for possible autoimmune vs sarcoidosis-related biliary stricture with pathology negative for malignancy a week earlier presented with sudden-onset acute ruq abdominal pain. He had been on oral prednisone for the presumed diagnoses. He presented with tachycardia, mild hypotension, and ruq tenderness with guarding. His laboratory test results revealed mild leukocytosis and normal lfts. Abdominal computed tomography showed the common bile duct stent tip perforating the duodenal wall and free fluid. During ercp, a plastic biliary stent was seen in the ampulla with its tip extending into the lumen of the duodenum; repeated duodenal evaluation showed no obvious perforation, although a sealed perforation was suspected; no endoscopic therapy was required. The previously placed 10 fr 3 10 cm stent (clso 10-10, cook medical) was exchanged for a modified 10 fr 3 10 cm plastic biliary stent with a full external pigtail and a ¾ internal pigtail (6108, hobbs medi-cal). The patient was admitted to medical intensive care unit post procedure for septic shock and briefly required norepinephrine in addition to intravenous antibiotics and stress dose steroids. He clinically improved within 24 hours and was transitioned to full liquid diet 2 days before discharge. He was discharged home on a 14-day course of oral ciprofloxacin and metronidazole and continued oral steroids. On a 3-month follow-up, the patient was deemed a poor surgical candidate and underwent ercp with a plan for fully covered self-expanding metal stent placement, but his stricture had resolved, confirming the diagnosis of autoimmune cholangiopathy. On an magnetic resonance cholangiopancreatography a month later, improved but persistent intrahepatic biliary duct dilatation was noted.